Event description:
The patient was implanted with a left ventricular assist device. Approximately 5 months post-implant, the surgeon reported that the patient was found dead at home and the cause of death was stated as being "strangulation by accident." Additional information was provided for clarification that stated that the patient was found on the floor of the bathroom. The consolidated bag was hanging from the water trap in the washbasin and the belt of the consolidated bag was around the patient's neck while the patient's left shoulder was hanging from the percutaneous lead. The sequence of events leading to the patient's death remain unclear.

Manufacturer narrative:
The patient expired on (B)(6) 2013. The manufacturer is attempting to acquire the pump for analysis. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.